Manufacturer narrative:
It was reported that the device was being used and when attempting to lock the breaks to sit on the device, "the brakes did not lock the wheels causing him to fall". The customer reported that he required an MRI due to immobility of shoulder after the fall. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Brakes didnt lock wheels.